Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleges seeing particles in the device. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to seeing particles in the air path. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, evidence of sound abatement foam degradation or breakdown was not observed in the base unit. Internal investigation observed dust/dirt contamination on flip doors, top enclosure, rear panel, ui panel, bottom enclosure, blower, blower box, and blower seal. Manufacturer observed black hairlike contaminant on the ui panel, rear panel, and bottom enclosure. Evidence of liquid ingress with an unknown dust contaminant consistent with mineral deposits was observed on the blower and blower box. A keratin-like substance was observed on the blower box outlet. The device's downloaded event log was reviewed by the manufacturer and found one error. The manufacturer concludes that unable to confirm the presence of degraded sound abatement foam. Confirmed the presence of multiple contaminants that are not consistent with degraded sound abatement foam, likely from an external source. Unable to address the patient's symptoms.